Event description:
The physician was treating a female pt who presented with a distal m1 occlusion. The physician prepared a 9f balloon guide catheter using 50% contrast. The physician noted that the balloon could not be visualized after the inflation. The physician tried to under-inflate the balloon to reduce the chance of over-inflation. At the end of the case, the physician noticed a dissection in the carotid just below the siphon and the physician stented the dissection. The physician indicated that the patient was not harmed by this event. No patient injury/adverse clinical sequelae occurred that was directly or indirectly related to the incident.

Manufacturer narrative:
Because the device was not returned to concentric medical, a complete investigation could not be performed. The manufacturing records for merci balloon guide catheter 9f devices that were shipped to the site, lot numbers 30952, 31102, 31143, 31437, 31444, 31712, 31892, 31919, 31951, 31982, 32044, 32123, 32133, 32148, 32149, 32163, 32178, 32190, 32203, 32217, 32303, 32307, 32316, 32349, 32402, and 32448, were reviewed and no anomalies were found that are related to this complaint.